Manufacturer narrative:
Device remains in patient. Investigation is ongoing.

Event description:
As reported, approximately 1 years and 6 months post implant of a 23mm sapien 3, the patient was admitted to hospital with symptoms of heart failure and it was found that the patient had aortic central leak, although the echo derived gradient was around 10 mmhg. Patient was on anticoagulants, but echo did not show any sign of thrombus. As the condition did not improve, they decided to implant a non-edwards valve in the existing valve (viv). Post procedure, the aortic leak was resolved.